Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated vitros trop I es results was obtained from a single patient sample run on the vitros 3600 system. There was no indication that an instrument related issue or a reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation was unable to determine a definitive root cause. However, a pre-analytical sample processing cannot be ruled out as a potential contributing factor. The root cause of this event is unknown.

Event description:
The customer obtained a non-reproducible falsely elevated vitros trop I es results (0.206 ng/ml vs. An expected result = 0.032 ng/ml) from a single patient sample run on the vitros 3600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the sample was repeat tested per customer policy prior to reporting. The repeat test result was believed to be the expected result and reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).